Manufacturer narrative:
The event occurred in USA during treatment. It was reported that the venous bubble sensor does not work. No harm to any person has been reported. New information was received on 2026-03-23 from the customer, that the customer did not exchanged the cardiohelp device during treatment, they continued treatment. The venous bubble sensor became disfunctional, showing bubble alarm in venous line without visible bubbles and was taken out of service. Further the customer stated that the sex, age and weight of the patient cannot be provided as it happened a year ago. There was no visible damage to the venous bubble sensor or its cable. As a bubble sensor defective alarm could lead to a zero flow mode, a report is required as there is barely a flow. As this complaint was opened due to the fsca, the getinge service and sales unit will not go on side. A replacement venous bubble sensor will be provided to the customer. Another venous bubble sensor with a similar failure was already investigated by the supplier sonotec on 2020-04-28. Following possible root causes were determined:- damaged wiring inside the cable due to mechanical tension- damage due to overvoltage or esd (electrostatic discharge). In order to investigate further, several venous bubble sensors were returned for investigation to getinge life-cycle-engineering and investigated on 2025-12-01 within the non-conformity nc#3056169. The root cause was determined as a separation of conductors in the cable near the sensor. As a remedial measure, the feed opening for the conductors must be closed before casting by the supplier during manufacturing. The investigation and actions within this non conformity are ongoing. Fsca 1427918 and CAPA 1449520 were initiated. Referring to the fsca it is stated that "internal investigations have identified an issue with the durability of the connecting cable near the connection to the bubble sensor. Excessive bending of the cable can lead to poor contact, which may trigger the errors ¿ven. Bubble sensor defective¿ or ¿ven. Bubble sensor disconnected¿ on the connected medical device (rotaflow ii or cardiohelp-I). These errors can occur temporarily when the cable is moved or permanently if the connection is fully compromised. Upon availability of the new design: a new material 701055720 "bs 3/8x3/32 l1.7" (bubble sensor for 3/8¿ x 3/32¿ tubing, length 1,7 m) will be required for each exchanged sensor. " the fsca is ongoing. According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. According to the IFU of the cardiohelp (chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors", it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2026-05-06 for the period of start of nc to 2026-03-09. In order to investigate the reported failure "venous bubble sensor malfunction/defective" further an internal nonconformity #3056169 was initiated in november 2025. The investigation and actions within this non conformity are ongoing. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is in scope of CAPA 1449520 and fsca 1427918 was initiated. Based on the results the reported failure "venous bubble sensor defective" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Event description:
The event occurred in USA. It was reported that the venous bubble sensor does not work. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero flow mode, a report is required as there is barely a flow. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the serial number of the affected machine has not been provided. Therefore, it is not possible to identify the serial number of the machine in question and therefore its UDI number.

Manufacturer narrative:
New information was received on 2026-03-23 from the customer, that the customer did not exchanged the cardiohelp device during treatment, they continued treatment. The venous bubble sensor became disfunctional, showing bubble alarm in venous line without visible bubbles and was taken out of service. Further the customer stated that the sex, age and weight of the patient cannot be provided as it happened a year ago. There was no visible damage to the venous bubble sensor or its cable. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).